Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Two replacement radiolucent short screw arms shipped to site on (B)(4) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, the surgeon over-tightened a screw on the radiolucent arm which then snapped-off at the threads no further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to proceed using a second radiolucent short screw arm. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the screw has been broken off at the threads. The reported event was confirmed to be caused by physical damage to the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.